Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an umbilical hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2014. It was reported that the patient experienced pain, adhesions, and recurrent surgeries. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/08/2022. Additional b5 narrative: it was reported that the patient experienced recurrent incarcerated ventral incisional hernia following surgery.

Manufacturer narrative:
Date sent to the FDA: 8/8/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 10/23/2024. Additional b5 narrative: it was reported that the patient underwent repair of recurrent incarcerated ventral incisional hernia and removal of old mesh on (B)(6) 2014. During which the surgeon noted hernia was protruding above umbilicus and was incarcerated and tender. It was reported patient experienced recurrent swelling in supraumbilical area. It was reported that the patient underwent repair recurrent incarcerated, a very symptomatic ventral incisional hernia removal of old mesh and insertion of new mesh on (B)(6) 2015. It was reported that the patient underwent repair of recurrent ventral incisional hernia on (B)(6) 2016 with placement of mesh. Mwr-27072022-0001228432 submitted for adverse event which occurred on (B)(6) 2014. Mwr-22102024-0001733600 submitted for adverse event which occurred on (B)(6) 2015. Mwr-22102024-0001733599 submitted for adverse event which occurred on (B)(6) 2016. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.